Event description:
It was reported that the pump was inadvertently put in the washing machine and was no longer responsive. Customers blood glucose level was 580 mg/dl. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.